Event description:
A customer obtained unexpected condition codes while running multiple patient samples for sodium using a vitros 350 chemistry system. The investigation determined that the sodium results were obtained from a vitros chemistry products bun slide cartridge that was mis-identified as a vitros chemistry products na+ slide cartridge. Biased results obtained from a slide cartridge other than the intended slide cartridge may lead to inappropriate physician action. No patient results were reported out of the laboratory as no results were generated by the analyzer. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that unexpected condition codes were obtained while running multiple patient samples for sodium using a vitros 350 chemistry system. The sodium results were obtained from a vitros chemistry products bun slide cartridge that was mis-identified as a vitros chemistry products na+ slide cartridge. The investigation found no evidence to suggest that user error contributed to the event as the affected slide cartridge was not manually loaded. There was no apparent malfunction of the vitros 350 chemistry system identified by review of analyzer data log files, however an instrument related event could not be ruled out entirely. The investigation was unable to determine a definitive root cause. However, an instrument related event could not be ruled out as a contributing factor. The root cause of this event is currently unknown, and the investigation (B)(4) is ongoing.